Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during implant of the device the physician did not hear the click with the screwdriver on the setscrew. When the screwdriver was pulled out the screw was on the tip. The device was replaced. No patient complications have been reported as a result of this event.